Manufacturer narrative:
This report is submitted on october 28, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. (B)(4).

Manufacturer narrative:
This report is submitted on october 05, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient developed infection at implant site, however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2016. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.